Event description:
It was reported that during an implant procedure, the lead body and internal wires were found to be twisted. The lead was not used and a new lead was used to complete the procedure. No patient consequences were reported.